Manufacturer narrative:
Procode: krd/hcg. Since the lot number is not available, the manufacturing and expiration dates are unknown. Patient age, weight, medical history were not provided. Unknown part number, all 3 attempts to obtain product information were unsuccessful, UDI unavailable. Additional information will be submitted within 30 days of receipt. This is 1 of 7 MDR reports being submitted for this event with associated report numbers of 3008264254-2017-00121, 3008264254-2017-00123, 3008264254-2017-00124, 3008264254-2017-00125, 3008264254-2017-00126, and 3008264254-2017-00127.

Event description:
A patient reported that she had concerns about metal allergies and indicated that she was experienced serious health concerns since having unspecified orbit galaxy coils implanted 10 years ago. She stated that she was diagnosed with moderate to severe chronic allergic urticaria. She has itching especially on the back of her head and scalp along with redness and itching of her chest. She also had an episode of difficulty breathing. Her treatment has included methotrexate, steroids and antihistamines. She has undergone allergy testing and was found to only be allergic to nickel. She had 7 orbit galaxy coils of unknown catalog and lot number for treatment of a brain aneurysm 10 years ago. The allergy symptoms began approximately 2 years after coil implantation. She stated that her physician is unsure of the cause of the allergy. She indicated that her symptoms were less severe at the present time. She has not been hospitalized for this event.

Manufacturer narrative:
Conclusion: a patient reported that she had concerns about metal allergies and indicated that she was experienced serious health concerns since having unspecified orbit galaxy coils implanted 10 years ago. She stated that she was diagnosed with moderate to severe chronic allergic urticaria. She has itching especially on the back of her head and scalp along with redness and itching of her chest. She also had an episode of difficulty breathing. Her treatment has included methotrexate, steroids and antihistamines. She has undergone allergy testing and was found to only be allergic to nickel. She had 7 orbit galaxy coils of unknown catalog and lot number for treatment of a brain aneurysm 10 years ago. The allergy symptoms began approximately 2 years after coil implantation. She stated that her physician is unsure of the cause of the allergy. She indicated that her symptoms were less severe at the present time. She has not been hospitalized for this event. The devices were not available for analysis. In addition, the lot numbers were not provided; therefore, a DHR review could not be performed. Allergic reaction is a complication that can occur during embolization procedures and is listed in the IFU as such. There is a theoretical risk that nickel may be present in trace amounts, but in the absence of product specific information (lot #) we cannot confirm whether nickel was/is present in her implanted coils. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.